Event description:
It was reported that the customer received a failed battery test alarm as well as a low battery alert. Customer's blood glucose level at the time 27.4mmol/l. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery out off limit alarm noted. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.